Event description:
Patient involved in mca. Diagnosis grade iii open left tibia fracture with peroneal nerve laceration and closed segmental left femur. Surgery in 9/2003 orif left femur, I&d tibia and external fixation - tibia. 10/2003 orif left tibia. About two months later, ria right femur -bone graft to left tibia (op1) 4/2004 infected bone graft left tibia I&d the next day & 5/2004 PICC 8/2004 repair nonunion with graft. Ria bone graft right tibia to left tibia.